Manufacturer narrative:
It was confirmed that no occlusion or thrombus took place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 3 resolute onyx des were implanted I the 1st obtuse marginal, 2nd obtuse marginal and rca. It was reported the same day post procedure there was no reflow which was treated with medication. Patient is recovered. Investigator assessed the event as not related to the anti-platelet medication or index device. Sponsor assessed the event as not related to the anti-platelet medication but possibly related to the index device .

Manufacturer narrative:
Three resolute onyx were implanted on (B)(4) 2019 not (B)(6) 2019 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the no flow event was a target vessel (rca) non-q- wave mi, 3rd udmi peri-pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a previous medical history of hypertension, hyperlipidaemia, stroke, previous mi, previous pci and copd. Index procedure was prompted by unstable angina and evidence of ischaemia. If information is provided in the future, a supplemental report will be issued.